Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report that they were receiving an e315 error while using the cv-190. Tac attempting some trouble-shooting options, including changing out the original maj-1933 scopes for their new gif-xp190 scopes. This ultimately resulting in the reported b30 scope communication error. Despite further trouble-shooting the device, the communication errors could not be completely resolved, nor could any specific device be confirmed as the issue. The customer will likely send the devices in for evaluation, and requested loaner devices for the meantime. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report was not confirmed. The unit was tested with multiple scopes and the video image was functioning as expected, no e315 errors occurred during testing. However, a worn out video connector was detected and causing the image to flicker. This component will need replaced. Additionally, a recommendation for updating the software being used was noted. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was presenting e315 & b30 scope communication errors while in use. This report is being submitted to capture the b30 - reportable scope communication error. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿the cables should not be sharply bent, pulled, twisted or crushed. Cable damage can result.¿ while a definitive root cause for the reported event could not be determined, based on the investigation results, it is believed that the cable connector or the light source cable may have been damaged. When a 190 series endoscope is connected, the processor and the endoscope communicate through the light source and light source cable. Consequently, a failure at this junction may have caused the error messages. Olympus will continue to monitor the field performance of this device.